Event description:
It was reported that this occurrence took place in the dialysis/renal unit, and involved a (B)(6) yr/old female pt with a history of kidney failure. On initiation of dialysis, the nurse observed the red hub on a pigtail was cracked and leaking air when being aspirated with a syringe connected to a red pigtail. A repair kit was used to rectify the issue and treatment continued. The insertion site was the right subclavian vein, and nacl 0,9% cleaning solution and heparin being used per hospital protocol.

Manufacturer narrative:
(B)(6). Follow-up report will be filed if additional info becomes available.